Event description:
The following was reported in a voluntary medwatch report from the user facility: a pt with left lower extremity ischemia underwent angioplasty and stenting of left superficial femoral artery. Ten days later, the pt reported onset/return of claudification symptoms of the left lower extremity. Five days later, an angiogram was performed and an expandable stent was placed across the occluded superficial femoral artery stents. It was noted that there was a fracture of the midportion of one of the sfa stents, which narrowed the lumen of the sfa. Post-procedure, there was improvement of arterial occlusive symptoms.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway. This event involves two stents implanted in the same pt. The info available indicates one of the stents was fractured; however, thus far it is not known which of the two stents fractured. Therefore, please note that the event is associated with MFR report no 9681442-2010-00010. (B) (4)